Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: (4/7/2017) legal documents received. Alleges unspecified injuries due to the implantation of pinnacle products and appurtenant parts. Liner and head reported; part and lot determined by invoice. In addition to what were previously alleged, ppf alleges bone fracture, metal wear, metallosis and elevated metal ions. Added stem and unknown hip implant due to new allegation reported from ppf. Added expiration date of the liner and head. Added account name, law firm, revision and event date, patient age, date of birth and gender. Doi: (B)(6) 2007 - dor: (B)(6) 2017 (right hip, first revision) patient is bilateral please see pc-(B)(4) for the left hip first revision.